Manufacturer narrative:
The results of the evaluation suggest that this is not device related but rather is associated with intra-operative procedures.

Event description:
The insert would not lock in the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.